Event description:
A healthcare provider reported that a patient¿s catheter tip was at t8, and was ¿a little high¿. They noted the patient had frequent episodes where he felt that he had increased pain and symptoms of withdrawing. Afterwards, the patient felt symptoms of overdose where he was nauseated, had thrown up, and had a lot of itching. Their healthcare provider noted in the logs that the patient had multiple stalls. The duration of the stalls was unknown as they ¿did not really look at that¿. When the patient¿s next refill was done, their residual volume was equal to what they thought it was going to be. The hcp further stated that the patient had multiple ¿turn-offs¿ throughout the month. It was later noted that the patient that felt like he overdosed after he ¿got a lot of pain¿. The patient was noted to have known there was a stalling problem. The medication used within the system was unknown.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).